Event description:
It was reported that the patient developed a small sore around the neurostimulator that worsened. The patient underwent surgery to remove the neurostimulator. The patient was no longer having problems following explant.